Event description:
Am cxr right plueral effusion, plueral tap 24 cc white fluid, CT placed. PICC tip internal jugular vein, infusing d20 hal.

Event description:
1.9 fr catheter placed in nicu in 02/2002 and discontinued 7 days later. D/20 infusing discontinued due to pleural effusion developed catheter migrated to jugular. Tip placement at superior vena cava verified by x-ray. Line was secured with opsite dressing. Patient re-x-rayed to confirm tip had moved to jugular.